Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of 415 mg/dl. The user addressed bg level with a bolus an manual injection. Reportedly, the user believes the bg level was due to the pump because regardless of insulin intake, the user's bg levels were not lowering. Additionally, it was reported that the cartridge was in use for 9 days.